Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not detecting the cartridge. After troubleshooting with tandem technical support, the customer successfully completed the cartridge loading process. Blood glucose was 202 mg/dl.